Event description:
It was reported by the affiliate that during a "struma" procedure, gen04. The device had no function. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but fixed to the outer tube. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator (gen04) and functioned as expected. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.